Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) had a leak in the iabp circuit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and ran it for 4 hours with a trainer and balloon. The fse was unable to reproduce the issue. The unit was then handed over to the customer in good working condition.